Manufacturer narrative:
The tech replaced the emergency trendelenburg valve and the head hi-lo down valve to resolve the issue.

Event description:
The tech alleged the head hi-lo would drift slowly. No pt impact.